Event description:
Patient receiving epidural anesthesia through 20-guage perifix catheter. She complained of pain and the catheter and needle were pulled back by the anesthesiologist. At that time the anesthesiologist noted that a piece of the catheter tip was missing (approximately 2 cm's in length)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, unanticipated adverse reaction - short term, port. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, none or unknown. The device was not destroyed/disposed of.